Event description:
It was reported that the sitter select alarm is not alarming. No patient injury reported.

Manufacturer narrative:
Evaluation results: (other) - a visual inspection of the alarm shows that the alarm case is damaged and the battery door is either missing or broken. Conclusions: no conclusion can be drawn.